Manufacturer narrative:
Additional devices listed in this report: trident 10° x3 insert 32mm ID, catalog: 623-10-32e, lot: 44144701; 32mm -4 lfit v40 head, catalog: 6260-9-032, lot: 44322302; size 5 accolade ii 132 deg, catalog: 6720-0535, lot: 43814606; 6.5 cancellous bone screw 25mm, catalog: 2030-6525-1, lot: mmh3dn; and 6.5 cancellous bone screw 40mm, catalog: 2030-6540-1, lot: mmj5m8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Not available.

Event description:
During cra noticed at monitoring visit, it was reported that the patient experienced mild pain after walking >30 mins which is no longer present (end date (B)(6) 2015.)

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However a review by a clinical consultant concluded that "thigh pain syndromes are the result ofnormal interactions between stem design and local anatomy to achieve balanced andmature load sharing between the two, modulated by individual patient sensitivity for such by genetic predisposition." Further information such as return of device, operative reports, additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
During cra noticed at monitoring visit, it was reported that the patient experienced mild pain after walking >30 mins which is no longer present (end date (B)(6) 2015.)